Event description:
A customer contacted beckman coulter inc., (bci) regarding troponin (accutni) results within the risk stratification range generated by the access 2 immunoassay system for two different patients' samples. Upon repeat the results were in the normal reference range. The results were reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The samples were centrifuged at 3,200 rpm for 10 minutes. Sample appearance was normal. Qc was within the customer's established ranges. System checks performed on 07/07/2010 and on (B)(4) 2010 met specifications. A field service engineer (fse) was dispatched: the fse made a slight adjustment to the mixer and replaced the aspirate probes. A diagnostic testing was performed and met specifications. Although hardware issues were addressed, no clear root cause could be determined.